Event description:
A male patient underwent evar in 2009. The patient anatomy had no calcification or tortuosity. During the procedure, the physician encountered extreme difficulty in deploying the suprarenal stent and stated that the graft was moving proximally. Eventually the physician was able to deploy the top stent but with more than expected force. There was no difficulty in removing the trigger wire and the renals were not covered when the top cap released. The patient is doing well.

Manufacturer narrative:
Event evaluation: still under investigation.